Event description:
"Spike on scorpio 'spike proximal rod' broken off during surgical utilization. Surgeon requested for instrument repair or replacement. Existing instrument utilized to complete surgery successfully."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.